Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that the needle detached from the thread, it was lost in the patient and then found again thanks to the use of an image intensifier. More information has been requested.

Manufacturer narrative:
Analysis and results: the involved batch number is not known. As no batch number is available, the batch manufacturing record cannot be reviewed. We have only received one open and empty pouch, there is no suture inside and the part where there is the batch number is missing. However, without any closed and/or defective sample or more information, we are not in position of studying if the involved product does not fulfil the specifications. In consequence, a proper analysis cannot be done, and the case is not confirmed due to lack of evidence. Checking the complaint history record, there are no previous cases for the product reference (B)(4) (novosyn violet 1 (4) 90cm hs37 (m)) in the last 5 years regarding this issue. Final conclusion: in spite of receiving an open pouch, without closed samples or more information a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.